Event description:
Overdelivery reported: the pump was programmed to deliver morphine sulfate 5.0mg/ml at 5.0mg/hr continuous rate with a 5.0mg or 10.0mg (specific dose not recalled, "one or the other"). The "empty" alarm alerted the user to an empty syringe. The nurse noted that the syringe emptied earlier than maximum dosing (continuous plus all available pca doses) would allow. Upon investigation, it was discovered that there was an operator error in programming the concentration. Instead of the prescribed 5.0mg/ml concentration, the actual programmed concentration was entered as 1.0mg/ml. It was reported that the pt was "sedated". The physician was notified, but no medical interventions were ordered. The pump was replaced. The replacement pump was programmed with the correct concentration and no further events occurred. Though requested, no additional info was available.